Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. Before use on the patient, the sales rep reported that the customer received there box of sutures but on the box it shows its an rb needle but it is supposed to be a tf needle. No patient usage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, two sealed boxes that pertained to product code d6713. During the evaluation of the returned samples, it was noted that the needle sales type print on the boxes is rb-2 and all foils were noted with the needle sales type of rb-2. After further investigation, it was found that new multisuture non-ce marked products were created under project vantage, which consists of needle rmc changes (needle-making site, hole size, coating, etc.) And standardized graphics for box, sleeve, and primary (folder, tray lid & foil). This change impacted the product code d6713. In addition, the two sale types were reviewed in the system and the needle characteristics for ft and rb-2 are the same. Both needles belong to a curvature 1/2 circle, taper point, 13 mm. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to a change in the needle, the event described could not be confirmed. Although no product defect was identified. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.